Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad trace. Insulin pump received with minor scratches on lcd window and cracked battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that the keypad is unresponsive. The blood glucose reading is 181 mg/dl. Nothing further reported

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.